Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had high blood glucose level of 450 mg/dl. Customer was treated with insulin pump. Customer declined troubleshooting for high blood glucose level. Customer stated that the insulin pump had solid white display. It was unknown that auto mode was used or not. No report of pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display. Problem isolated to electronic assembly. Unable to confirm display anomaly due to blank display.